Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) ultra set disposable disconnect y-sets were damaged. It was further described as ¿after pulling the tubing that laid on the main body of the drainage bag was stuck to the bag and caused a pin hole while trying to remove it". This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. The other sample was not received and therefore, could not be evaluated. A visual inspection with the naked eye noted the port of the drain bag was stuck to the sheeting of the bag. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue caused by excess solvent to the port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted..